Event description:
Pt's attorney contacted the manufacturer alleging pt said neurostimulation is unreasonably dangerous in that patients who have this device implanted and undergo any type of diathermy treatment can suffer severe injury or death. Pt underwent a series of diathermy treatments prior to receiving notice from manufacturer, which has resulted in their suffering severe, permanent physicial and mental injuries.